Manufacturer narrative:
H10: the actual one link device was not returned; however, a case of the unused non-baxter syringes was received for evaluation. Five (5) non-baxter syringes were gage tested and passed, however they were found to be narrow which could contribute to connection issues. Four (4) in-house one-link samples were used to simulate usage with the one-link component. Functional testing was performed by attempting to connect the non-baxter syringes to the one-link without swabbing the one-link and then re-attempted after swabbing the one-link inlet surface with a disinfectant pad. None of the five (5) syringes connected to the one-link prior to swabbing, however all five (5) syringes connected to the one-link on the first try after the one-link was swabbed with an alcohol pad. It was noted however that the individual alcohol pads lose their ability to help secure the connection the more they are each used. Leak testing was performed by connecting a 21-gage needle to the male luer of the one-link that remained connected to the non-baxter syringe. A bolus was pushed through the system, and no leaks or disconnections were observed. The connection between the one-link and the syringe remained secure after applying the bolus. Docking stability functional testing was performed and found that the non-baxter syringe can dock to the one-link when using proper connection technique (swab the one-link, push and twist). In-house disinfectant caps were applied to the four (4) one-links and left on for twenty seconds. After the twenty seconds, the caps were removed from the one-links and the syringes were successfully connected to the one-links with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a one-link needle-free IV connector and a non-baxter syringe. It was further reported the user ¿could not manage to get the syringe to stay inside the one-link connector without popping off, regardless of the swabbing and the strength used to push the syringe in the connector.¿ this issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.